Event description:
The head of an aviator rescue screw broke into pieces during implantation. Another screw was used to complete the procedure and no adverse consequences reported.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: one aviator fixed self tapping screw 4.35x14mm was confirmed to have the screw tabs broken off during surgery. The review of the manufacturing records did not indicate any incidents related to the complaint. Furthermore it was noted that the likely cause could be hard bone quality of the patient. It was reported that proper technique was used with the drill guides prior to installation of this self-tapping screw. Conclusion: the likely cause could be hard bone quality of the patient. It was reported that proper technique was used with the drill guides prior to installation of this self-tapping screw.

Event description:
The head of an aviator rescue screw broke into pieces during implantation. Another screw was used to complete the procedure and no adverse consequences reported.